Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic experiencing pacemaker medicated tachycardia with an atrial rhythm of 100 with ventricular paced tracking at the av delay of 200ms. Upon interrogation, the pulse generator exhibited inappropriate programming. The physician reprogrammed the device to aai mode. No additional information was available at this time.